Event description:
Argon beam coagulator worked with monopolar coagulation. When connected to use argon beam machine for lap probe, the machine alarmed and shutdown. New disposable connected to machine. Procedure completed without any apparent injury.